Event description:
The patient was operated on (B)(6) 2010, l4 until s2 was stabilised. On (B)(6) 2015 was the rod explanted. Surgeon want to know, if the broke is a product mistake or an exhaustion of the product

Manufacturer narrative:
The expedium 480mm rod was returned to the complaints handling unit for evaluation. The rod was returned in two separate pieces. Visual examination found one side on each of the broken rods featured a clean cut surface, the other side of each rod featured a broken surface. Therefore, the rods were sent for fracture analysis. The fracture analysis report found the rods exhibit two surface morphologies a smooth and a grainy/rough region and progression lines which are indicative of fatigue failure. A review of the device history records could not be conducted as the lot number is unknown. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the rod breakage cannot be determined from the sample and information provided. Per the results from fracture analysis, a probable root cause is fatigue failure over time. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.